Event description:
Per physician report: 1. The charge times were markedly prolonged and he had charged it several times. 2. Some activity was suspicious for malfunction runaway pacemaker. 3. Postoperative diagnosis: device end of life, battery depletion, possible malfunction.

Event description:
Add'l info rec'd from MFR 12/07/01: it was originally reported to medtronic that the device was replaced due to low battery, early depletion. Medtronic subsequently received the same voluntary report as contained in FDA's letter. The model 7273 was returned for analysis and tested within specification. Eval of this ICD shows that the device operated according to spec. Medtronic received info about the event described on 8/6/01. The above info was included in MFR's 11/10/01 bi-monthly submission (2647346-2001-00175). The implant duration was approx 15 months.

Event description:
Add'l info rec'd from MFR 11/20/01: it was originally reported to medtronic that the device was replaced due to low battery, early depletion. Medtronic subsequently received the same voluntary report as contained in FDA letter. The model 7273 was returned for analysis and tested within specification. Mrf's eval of this ICD shows that the device operated according to spec. Medtronic received info about the event described. The above info was included in MFR's 11/10/01 bi-monthy submission. The implant duration was approx 15 months.